Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with complete heart block, six days post implant procedure. The device was interrogated and high and unstable thresholds were observed on the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead. The rv, ra and lv lead remain in use. No further patient complications have been reported as a result of this event.